Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's device alerted everyday twice a day for the last year. It was also reported the device was "deactivated in the past and the detections were turned off years ago due to a bad lead." Additionally, the leads' pacing impedance and superior vena cava (svc) portion of the lead was high. It was determined it was likely there was an excessive charge time out alert on the device. The lead was capped, and the implantable cardioverter defibrillator was removed. No patient complications have been reported as a result of this event.